Manufacturer narrative:
Section a2, a3, a4, d4, d10, h4: additional information manufacturer¿s investigation conclusion the report of report of a potentially compromised driveline cannot be confirmed based on the evaluation of the returned driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2019. Approximately 19 inches of the external portion/distal end of the driveline was returned. Tape was covering numerous holes along the silicone outer jacket. The tape, and silicone sleeve were removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Per the vad coordinator, the patient has not had any issues since the repair and remains ongoing on vad support. The heartmate ii patient handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system instructions for use also discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported there were pump stoppages that only occurred when the device was connected to the power module. Red heart alarms were reported by the patient. A percutaneous lead repair was performed on (B)(6) 2019 and technical services was unable to duplicate the pump stoppages on a grounded patient cable after the repair. The patient will continue to be monitored. No additional information was provided.